Event description:
It was reported that there was positioning/fixation difficulty. The left ventricular lead was replaced. During implant attempt of a new left ventricular lead, the lead was unable to get into the vein. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the distal conductor and in/on the helix mechanism. Outer insulation was melted, the lead was stretched. Some tissue ingrowth was noted at the distal tip area, but it could not be determined if this could have affected positioning. It cannot be determined at this time, but likely the blood in the overlay tubing restricted deployment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the distal conductor and in/on the helix mechanism. Outer insulation was melted, the lead was stretched. Some tissue ingrowth was noted at the distal tip area, but it could not be determined if this could have affected positioning. (B)(4): the full lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the distal conductor, in the outer tubing, and in/on the helix mechanism. Lead was stretched. It cannot be determined at this time, but likely the blood in the overlay tubing restricted deployment. (B)(4). Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Corrected data - adverse event flag, patient data of death, alert date, event date, report source.

Event description:
It was reported that there was positioning/fixation difficulty. The left ventricular lead was replaced. During implant attempt of a new left ventricular lead, the lead was unable to get into the vein. The lead was not used. The device was also replaced due to premature battery depletion and subsequently tested out of specification during manufacturer's testing. No patient complications have been reported as a result of this event.